Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved.the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). This report is filed february 5, 2014.